Manufacturer narrative:
Limited cine images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician proctor and the following observations were made: cineangiography: first valve appears 100% deployed in the lvot. This position can affect mitral valve. Second valve deployed above 1st valve in standard position. Third valve appears deployed within 1st valve 100% within lvot. No tee images were provided. Impression: post dilatation may have been useful to avoid need for deployment of third valve.

Manufacturer narrative:
System updates pending: result: 'no results available since no evaluation performed. Conclusion: known inherent risk of the procedure. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the embolization was attributed to the user not pulling back the pusher to allow complete deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after the implantation, the valve embolized into the ventricle due to not having retracted the pusher prior to deployment. Guidewire position was then lost (use error) and the valve turned around and obstructed the lvot. A second 23mm sapien 3 valve was implanted in correct position in the aortic annulus. As the first embolized valve was still obstructing the outflow tract, it was decided to implant a third valve inside the first valve in order to open the outflow tract. After the third valve, the patient could be transferred to the operating room however, in a bad condition and needed resuscitation several times. The surgery was successful but the patient died the next morning due to heart failure. As reported, the patient could not cope with the complications that occurred.